Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2002, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridge that yielded a discrepant false positive result of 0.09 ng/ml on a 47 year old male patient with ventricular premature complex. The complaint was received from an active monitoring survey for the I-stat ctni cartridge. Return product is not available for investigation. Method date time collected time tested result with units (B)(6) 2022. Positive cut-off value for I-stat troponin test: critical value threshold is 0.04 ng/ml at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 714258-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 22-mar-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Due to expiry of cartridge lot a22198b on 15-feb-2023, prior to the investigation open date (23-feb-2023), retained cartridge testing could not be performed. No deficiency has been identified for ctni cartridge lot a22198b.

Event description:
Na.